Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('there was noted to be a small part of the essure that was embedded in the corneal re ion'), device dislocation ('left e essure device had been expelled by the tube and was noted to be an lodged in the omentum the right e essure device was noted to be partially extruding from the right tube'), embedded device ('there was noted to be a small part of the essure that was embedded in the corneal re ion') and endometrial ablation ('ablation') in an adult female patient who had essure (batch no. B68015-invalid,12566552-valid) inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required) and underwent endometrial ablation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, device dislocation, embedded device and endometrial ablation outcome was unknown. The reporter considered device breakage, device dislocation, embedded device and endometrial ablation to be related to essure. Lot number { b68015 ] is invalid. Lot number b68015 is invalid. Lot number: 12566552 manufacturing date: 2013/03 expiration date: 2015/12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2020: quality safety evaluation of ptc(product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('migration or perforation') and endometrial ablation ('ablation') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) and underwent endometrial ablation (seriousness criterion medically significant). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2018. At the time of the report, the perforation and endometrial ablation outcome was unknown. The reporter considered endometrial ablation and perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-feb-2020: pfs received : case became valid and serious incident. Previously reported event "injury" was updated to "migration or perforation". Essure removal details added. Additional event of ablation added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('there was noted to be a small part of the essure that was embedded in the corneal re ion'), device dislocation ('left e essure device had been expelled by the tube and was noted to be an lodged in the omentum the right e essure device was noted to be partially extruding from the right tube'), embedded device ('there was noted to be a small part of the essure that was embedded in the corneal re ion') and endometrial ablation ('ablation') in an adult female patient who had essure (batch no. (B)(6) right, (B)(6) left) inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required) and underwent endometrial ablation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, device dislocation, embedded device and endometrial ablation outcome was unknown. The reporter considered device breakage, device dislocation, embedded device and endometrial ablation to be related to essure. Most recent follow-up information incorporated above includes: on 26-aug-2020: mr received: lot number was added, mr received: newly added events- embedded device and device breakage, reporter was added. Event perforation nos updated to device dislocation as in mr it was reported as examination of the abdomen at this point revealed that the left e essure device had been expelled by the tube and was noted to be an lodged in the omentum the right e essure device was noted to be partially extruding from the right tube . Hence event migration or perforation coded to device dislocation into abdominal cavity as perforation is not confirm. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of perforation ('migration or perforation') and endometrial ablation ('ablation'). In a female patient who had essure inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) and underwent endometrial ablation (seriousness criterion medically significant). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2018. At the time of the report, the perforation and endometrial ablation outcome was unknown. The reporter considered endometrial ablation and perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jul-2020, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('there was noted to be a small part of the essure that was embedded in the corneal re ion'), device dislocation ('left e essure device had been expelled by the tube and was noted to be an lodged in the omentum the right e essure device was noted to be partially extruding from the right tube'), embedded device ('there was noted to be a small part of the essure that was embedded in the corneal re ion') and endometrial ablation ('ablation') in an adult female patient who had essure (batch no. 12566552 rt, b68015-not valid) inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required) and underwent endometrial ablation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, device dislocation, embedded device and endometrial ablation outcome was unknown. The reporter considered device breakage, device dislocation, embedded device and endometrial ablation to be related to essure. Lot number { b68015 ] is invalid. Most recent follow-up information incorporated above includes: on 11-sep-2020: update of information (batch is not valid). On 15-sep-2020: amendment of lot number. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.